Event description:
It was reported to philips that the device's ready for use (rfu) indicator displayed a red x and emits a periodic chirp. There was no reported patient involvement/adverse patient impact.